Event description:
Patient received a small burn approximately 1 cm on her inner lower lip. Doctor says the cause is from the tps core drill overheating. There was guard on the drill at the time. He describes it as a small mucosal burn and does not anticipate it requiring further treatment. The drill and the guard were removed from the field and will send them to the company to be examined.manufacturer response for core impaction drill in tps, (brand not provided) (per site reporter).